Manufacturer narrative:
Product complaint # (B)(4). Additional (5) complaint samples of same lot were received for evaluation. At the time of evaluation of complaint sample, pressure test, vacuum test of all samples was done and found within specified limit. System check was also performed for each sample, but results were not within the specified criteria. The bulb opening time was more than the specified criteria of 6 seconds. The complaint is verified/CAPA. Retain sample of the same lot no. J2014358 were checked visually and functionally and found within the specified criteria. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: 5 samples reported on mw# 2210968-2021-02615, 2210968-2021-06732, 2210968-2021-06733, 2210968-2021-06734.

Event description:
It was reported a patient underwent an craniotomy procedure on an unknown date and a reservoir was used. The one way valve doesn't open, no suction. No patient consequences were reported. Additional information has been requested.